Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1116 showed four other similar product complaint(s) from this lot number.

Event description:
It was related that when passing catheter, the guide wire was resistant and was observed a hole in catheter. The same couldn't be used and was replaced by another one. No other information provided.